Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implanting intraocular lens (iol) noticed foreign material like the broken piece of cartridge or coating agent was found in the eye. Additional information received stating that foreign material remains in the eye and patient is under observation. Sample was reported to be discarded.